Event description:
It was reported that this was the patient¿s second device, as the first one failed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v134945, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v134945, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).